Event description:
While this device was being used to expand another MFR's coronary stent, the dcevice lost pressure. There has sbeen no claim of injury related to this event. The device is being returned for analysis.